Manufacturer narrative:
Correction: this report is being filed to add the previously missing manufacturers narrative. (B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device received a system shock for ventricular tachycardia (vt). The shock appeared ineffective; however, the patient reported feeling better post shock. The field representative reviewed device data and was unable to view the end of the episode, so as to ascertain the duration of vt. Device data was forwarded for a technical services (ts) review. Ts confirmed the episode and indicated the expanded report does illustrate more episode markers than what could be seen from the programmer. Ts additionally recommended reviewing system placement and x-ray images. The treated rate was classified as either slow vt or svt with aberrant conduction. The low amplitude and wide morphology, led to over detection and delivery of a shock with an impedance of 107 ohms. Post-shock, the morphology was variable but similar to the pre-shock. Within approximately 6 seconds post-shock, over detection was again observed. The device initiated a charge but at the end of the charge, about 8 seconds later, the rhythm slowed and can be seen by only the s markers.